Manufacturer narrative:
Device code 2017- failure to follow steps/instructions was added as the guide wire was not removed prior to suture deployment. Analysis was performed on the returned device. The reported suture detachment and difficult to remove the suture could not be replicated in a testing environment as the suture was not returned for analysis. The reported failure to achieve hemostasis and loss of arterial access could not be replicated in a testing environment as they are based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Additionally, the IFU states: remove the guide wire before the exit port crosses the skin line. A conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with an 8.5f sheath after a ventricular tachycardia ablation interventional procedure. Reportedly, resistance was felt during removal of the proglide device. The suture was tangled with the guide wire. The suture was able to be untangled and the proglide device was removed. During knot advancement with the snared knot pusher the suture was pulled with force and broke. During trouble shooting attempt, a link break occurred and vessel access was lost. Partial closure, mild hemostasis, was achieved with a portion of the suture that was left in place but it was pulled out using hemostats. Manual arterial compression was applied for 35 minutes to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.